Manufacturer narrative:
Patient identifier and weight are unknown. Date of onset for post-operative infection is unknown. This report is for one (1) unknown end cap. Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. The complainant part is not expected to be returned for manufacturing review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical explant procedure of a tibial nail construct on (B)(6) 2016. During the procedure, the surgeon discovered that the patient had developed an infection. The surgeon used a reamer/irrigator/aspirator to clean out the area and placed antibiotics at the site of infection. The patient's post-operative status is unknown. The procedure was completed without delay. This report is for one (1) unknown end cap. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
March 21, 25, 2016 updated information: additional information received to report that the patient had revision surgery to remove the antibiotic cemented tibial nail on (B)(6) 2016 and a medial distal tibia plate was implanted. There was no surgical delay and the procedure was successful. Update: patient status was deemed "uneventful and no patient follow-up." The cement chest tube nail that was filled with bone cement and antibiotic beads to clear up the infection worked. There was no infection. The patient was revised with an unknown twelve-hole medial distal tibia locking compression plate (lcp) and approximately ten unknown 3.5mm cortex and locking screws. (B)(6) 2016 - additional information, regarding the cement chest tube; was it made with synthes products in a canyon not a nail or a wire. The surgeon made a mock nail by using a chest tube that he cut away to make a fake intramedullary nail molded out of cement. The surgeon used a stryker reaming guide wire that was wrapped with stryker cement and antibiotics. Patient outcome was pending, because patient is still recovering in surgery. No products were returned for part # 04.004.552, unknown screw and unknown trauma (end cap), and no lot numbers were provided, an investigation could not be performed.